Event description:
It was reported that the pt experienced hypoglycemia requiring the administration of glucagon.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Pump settings and delivery history were reviewed with the pt's mother and confirmed as accurate. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.